Event description:
Patient's mother contacted dexcom technical on (B)(6) 2014 and claimed that on (B)(6) 2014, upon sensor removal, sensor wire disconnected from sensor. Patient's mother stated that the sensor wire was attached to sensor adhesive patch. Patient's mother stated that no medical intervention was necessary.